Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2014-003146; 003147; 03148; and 03149.

Event description:
The plaintiff's attorney alleged that the decedent experienced multiple cardiovascular events on or about (B)(6) 2012, and subsequently expired on or about (B)(6) 2012, after the use of product.